Event description:
It was reported that during a diagnostic angiography, the diagnostic catheter fractured. The lesion being treated was located in the left cerebral carotid artery. The anatomy was tortuous. The access point was the left femoral artery. During advancement of the catheter to the left carotid artery, the distal 2 cm of the imager ii diagnostic catheter fractured. It originally was located in the deep femoral artery and then migrated to the bifurcation of the popliteal with the tibial. The remainder fo the catheter was removed without any issues. No intervention was performed to secure the fragment. The blood flow is continuous, so the physician decided to observe the patient. No symptoms were experienced by the patient during these difficulties. The procedure was completed with a different device, and patient status was reported as 'stable'.